Event description:
It is reported that the iab was inserted in a pt in cardiogenic shock with an irregular heart beat. After the catheter was inserted, a leak was noticed near the tip. The iab was removed without any pt complications.